Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The rns system was explanted (neurostimulator and all leads) to treat an infection which began approximately (B)(6) 2020. The treating center described this as a deep incisional infection. Unspecified antibiotics were also administered. No additional information was provided by the treating center.